Event description:
The pt did not have therapeutic effect. He experienced stimulation in the wrong location along with a shocking/jolting sensation. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).